Manufacturer narrative:
(B)(4). The guide wire was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported material separation appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the right lower tibial artery that was non tortuous and slightly stenosed. During removal of an unspecified balloon dilatation catheter, the hi-torque balance middleweight (bmw) universal 300cm guide wire separated. The separated segment of the guide wire was in the balloon catheter and both were removed together as a single unit, so nothing was left in the patient. There was no reported adverse patient effect and no clinically significant delay in the procedure. The guide wire was replaced with second bmw wire. No additional information was provided.